Event description:
The customer reported the ventilator was alarming and battery and ac mains leds were flashing. The customer reported there was no patient involvement. The manufacturers field service engineer replaced the power supply.